Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a powered handle was retrieved from storage for demo/installation use and was found to not power on. Multiple chargers were tried without success. The handle had not been used in a couple of years, and the issue was discovered when they were taken out of storage. There was no patient involved. Medtronic's initial evaluation of the incident device found that the data saved to the handle was evaluated and it was observed that the handle vented off the charger, which would have prevented the battery health algorithm from activating.